Event description:
It was reported that, "upon drilling into the screw hole in the ankle fusion nail, the surgeon broke the tip of the drill off into the patient, due to the surgeon not taking the k wire out of the nail. The drill tip was not retrieved because it could not be found under x-ray."

Manufacturer narrative:
Device was discarded by the hospital. Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.